Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer reported that at times when he woke his insulin pump screen it came rather dull and then slowly faded even more and other times it was just fine and blinked and then it was a nice bright screen. The customer reported that it happened intermittently a couple of times a week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.